Event description:
The hcp reported that a study was performed (date not reported) and it was determined that the catheter was possibly out of the intrathecal space. During revision surgery, it was found that the catheter was coiled in the abdominal pocket. The pump was programmed to deliver dilaudid (30mg/ml) at a rate of 4.491 mg/day. No pt symptoms were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.